Manufacturer narrative:
Correction: h6 (removed rfr - device related shock) additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during open procedure, the surgeon leaned on the non-medtronic bipolar forceps which caused a 10x10 first-degree burn at the ulnar side of the medial antebrahciunm. There was no treatment performed. There was no visible touch to the instrument and it was used about 30-50 times. The surgical filed had a litle bit of blood. The devices were checked immediately after the procedure by a medical technician, and no fault was found. The electrical plugs in the operating room were also checked, and no earth leakage has occurred; an earth leakage would have triggered an alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.